Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer investigation results. Correction to g2: of the initial report: remove "user facility" and added "company representative". Correction to h8: of the initial report: from ¿unknown¿ to ¿reuse¿. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. There was no damage to the area where the foreign material was detected. And it was unknown, if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented, by implementing in accordance with the below instructions for use (IFU): the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3: preparation and inspection¿: describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5: reprocessing the endoscope (and related reprocessing accessories)¿: describes the methods for prevention. Olympus will continue to monitor field for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope had foreign object coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.